Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became nonresponsive and powered off despite being placed on the charger, with unsuccessful attempts to restart, consistent with a hardware malfunction and suspected battery depletion. Symptoms included no clinical effects. Outcomes included no impact to blood glucose control, no alerts or alarms, and continued ability to use the cgm application or receiver. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.